Event description:
It was reported from (B)(6) that the power module device was not functioning. The event was not reported to have occurred during surgery. There were no delays to the scheduled surgical procedure as a spare device from another set was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. (B)(4) evaluated the device and observed that the device would not hold a charge. Therefore, the reported condition was confirmed. The assignable root cause was determined to be most likely due to normal wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.